Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology was damaged. The following information was provided via the bdj investigation: "bdj received an actual sample and confirmed the tip of catheter was damaged."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Six photographs and one opened 24g insyte autoguard device from lot number 1298951 were returned for investigation. The photos and returned sample show the needle within the catheter; however, a puncture site was observed in the catheter wall and the needle tip was not protruding through the hole. The characteristics of the hole are consistent with needle puncture damage. It was reported that the needle was piercing through the catheter, which indicates that the catheter had been repositioned after the catheter was pierced. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology was damaged. The following information was provided via the bdj investigation: "bdj received an actual sample and confirmed the tip of catheter was damaged."